Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the device was interrogated and the remaining longevity estimate graphic indicator bar was gray. It was noted that the device had been on a shelf at the hospital and not exposed to cold weather. The device was not used. There was no apparent patient involvement.